Event description:
Complainant alleged that the medics were responding to a call for a 53 year old male patient who had been found unconscious by a coworker. The patient was found in the rear of a furniture delivery truck, lying on his side under a mattress and boxspring. The coworker thought that the patient's down time had exceeded 20 minutes before being found. The mattress and boxspring were removed from the patient. Cardio pulmonary rescusitation was initiated on the patient. The patient was pulseless, apneic, and his color was very cyanotic and blue down to the chest region. The patient's pupils were fixed and dialated. The medics monitored the patient and determined that he was in fine ventricular fibrillation. In preparation to delivering a first shock to the patient, the medics charged the device to 200 joules. The screen displayed a "low batt" error message and the device seemed to take a longer than normal time to charge. In addition, the device took four seconds to discharge when the medics depressed the discharge buttons. The medic then changed the device battery. The medic then administered a second shock at 200 joules and a third shock at 360 joules. On each successive attempt to charge the device, the screen displayed a "low batt" error message and took an extended time to charge, and four seconds to discharge. The patient was then removed from the truck and brought into the warehouse. Cardio pulmonary rescusitation was continued throughout. The medics determineed that the patient was asystolic. Endotrachial intubation was attempted and failed due to a huge amount of emesis causing airway airway problems. The endotrachial tube was pulled and an oral airway was used on the patient. Epinephrine and atropine were administered to the patient by intravenous, with no successful restoration of the patient's heart rhythm. The medics then attempted to pace the patient, but there was no patient heart rate capture and no patient pulse. Additional epinephrine was administered to the patient. An asystole heart rate was confirmed in leads 2 and 3 of the device. The rescue attempt was then terminated as the patient was unresponsive to all treatment. The patient expired, but the complainant indicated that the extended charge and discharge time of the device did not contribute to the patient outcome.